Event description:
During a laparoscopic cholecystectomy the resident was inserting the obturator and could not get it to go through. They also stated the trocar blade was not working. The trocar was from a tk12m trocar kit. There was no consequence to the pt.